Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In triathlon ps tkr surgery, the triathlon x3 tibial bearing insert- ps insert was to be implaned. The stainless steel wire usually visible on the anterior/ front side of the traithlon x3 ps insert was absent and was in loose form & was just packed along with the insert. The insert was no longer usable. There was another traithlon ps insert for back up so that was used and the surgery was completed successfully.